Event description:
On (B)(6) 2012, the patient heard "beeping". The next day, the patient went into the clinic because they were experiencing increased pain and spasms and didn't feel that the pump/therapy was working; they came in to have the pump checked. On interrogation, it was noted that pump eos (end of service) had occurred; the pump had stopped due to normal battery depletion on (B)(6) 2012 at 0943. The manufacturer's device registration system indicates that the pump was replaced. The device system was delivering lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID: 8575, lot#: n0047635, implanted: (B)(6) 2005, product type: accessory. (B)(4).